Event description:
Transient paresis after facette and morpheus 8 treatment.

Manufacturer narrative:
Patient presented with transient paresis of the right lower lip following procedure of facette and morpheus8. The handpiece was discarded and hence not inspected. However, system inspection did not reveal any technical issues. The reported paresis was concluded to be a result of working with the facetite handpiece in the "no fly" zone (over the marginal mandibular branch of the facial nerve) thus causing neurapraxia. Patient has fully recovered and re-training has been scheduled for the doctor.